Event description:
On (B)(6) 2011, the pt was readmitted with hemolysis. The on-call clinical professional discussed with the doctor about their concerns of possible pump thrombus in pt. The pt was reported to have elevated ldh, total bilirubin at 7.0 with tea colored urine and skin jaundiced. It was determined by the medical staff that the candidate would not be considered eligible for a transplant. Add'l info was (B)(6) 2011, which stated that the pt's pump had stopped and log files were going to be sent into the MFR for analysis. Add'l info was received on (B)(6) 2011 and it was reported that the pt still exhibited signs of hemolysis and sepsis. Add'l info was received on (B)(6) 2011 that pt's pump was turned off and the pt was being evaluated for a potential pump exchange. Add'l info regarding the pt's history was received on (B)(6) 2011 indicating that the pt was hypercoagulable prior to implant with a "reported pre-existing condition and a history of upper extremity thrombosis". In addition, it was reported that the pt was "non-complaint on her medications including anticoagulation". The pt's status was considered as dnr with no plans for a pump exchange and that the pt expired on (B)(6) 2011.

Manufacturer narrative:
The device will not be removed from the pt and returned to the MFR for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.